Event description:
In 2008, the patient reported that while changing the insulin cartridge the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. He then completed the cartridge change and reports that he sees moisture in the cartridge compartment. He stated that he pulled the cartridge from the infusion device. He was educated on the importance of unscrewing the cartridge from the piston rod. He was advised to allow the infusion device to dry for 24 hours and he switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.